Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a low out of range shock impedance measurement of zero ohms that was determined to be due to electromagnetic interference (emi). All subsequent measurements were noted to be stable and acceptable. The physician will continue to monitor. No adverse patient effects were reported. This product remains implanted and in service.